Event description:
Main body graft, contralateral and ipsilateral leg grafts were deployed without complication. The placement of the ipsilateral leg graft noted that the minimum stent overlap had not been obtained. During subsequent measures to increase the overlap the main body graft shifted and both the ipsilateral and contralateral leg grafts disconnected. The main body graft shifted across the aneurysm and rotated within the aneurysmal sac. Physician was able to salvage the contralateral side and bridged the gap between the leg graft and the contralateral limb of the main body with an iliac leg extension. When the main body graft slipped into the aneurysmal sac, the intended landing zone of the contralateral leg graft was no longer achieved. An iliac leg graft was deployed distally to achieve the initial landing zone. The rotation of the main body graft, rotated the ipsilateral leg past the contralateral leg laterally onto the left side, making the device unable to be salvaged. The graft was then converted to an aortouni-iliac configuration, with the placement of a converter and occlude. A fem-fem bypass procedure was performed.